Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Rep reported that there was a broken insert. No further information was provided. Update 01/17/2018: it was reported that patient's right shoulder was revised due to infection. While performing the revision, the insert trial broke. Rep reported that no further information is available due to hospital policy. This event is for the broken trial.

Event description:
Rep reported that there was a broken insert. No further information was provided. Update 01/17/2018: it was reported that patient's right shoulder was revised due to infection. While performing the revision, the insert trial broke. Rep reported that no further information is available due to hospital policy. This event is for the broken trial.

Manufacturer narrative:
The reported event that humeral insert trial: 3 2mm x 4mm standard was alleged of 'instruments broken, deformed, worn or scratched' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the complaint history review, some possible root causes are, but are not limited to: a possible misuse of the device, which could have caused the event. The use of too much force during use. The mixing of the device with heavier one. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.